Event description:
It was reported that the pt presented to the emergency room due to muscle stimulation. The right ventricular lead exhibited low lead impedance and noise. The noise was able to be recreated with isometrics. The device was scheduled to be reprogrammed and the pt will continue to be monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.